Manufacturer narrative:
This event was submitted through the FDA medwatch program (mw5180336) and the reporter requested to remain anonymous. The specific model number and lot number of the needle's eye snare were not provided. The device was not returned for evaluation; therefore, a physical investigation could not be performed, and the device history record (DHR) could not be viewed. The customer's complaint is acknowledged, but could not be confirmed, other than by the customer's testimony. Per complaint information, it was stated that the reported perforation was related to the cook medical needle's eye snare. However, there was no information provided to indicate that a malfunction of the device occurred. The medical device problem code on mw5180336 was selected as "adverse event without identified device or use problem". This complaint mode is being monitored, tracked and trended per the cvi post market surveillance and complaint handling processes. Per the device's instructions for use: "prior to the procedure, consider the size of the catheter/lead in relation to the size of the lead extraction¿ devices to determine possible incompatibility.", "if selectively removing catheters/leads with the intent to leave one or more chronic catheters/leads implanted intact, the nontargeted catheters/leads must be subsequently tested to ensure that they were not damaged or dislodged during the extraction procedure.", "do not use excessive force to grasp and pull large portions of doubled-over lead/catheter into the 12 fr or 16 fr sheath, as it could become lodged, preventing further movement of the sheaths or snare(s).", "establish back-up pacing as necessary.", "have available an extensive collection of sheaths, locking stylets, stylets to unscrew active fixation leads, snares, and accessory equipment.", "when advancing sheath(s) over the catheter/lead, maintain adequate tension on the catheter/lead (via the basket snare or needle¿s eye snare®) to guide the sheath(s) and prevent damage to vessel walls.", "if excessive scar tissue or calcification prevents safe advancement of sheath(s), consider an alternate approach.", "excessive force with sheath(s) used intravascularly may result in damage to the vascular system requiring surgical repair.", "potential adverse events related to the procedure of intravascular extraction of catheters/leads include (listed in order of increasing potential effect): laceration or tearing of vascular structures or the myocardium.", "clinical experience in the removal of leads has identified several considerations for lead removal techniques using superior or femoral approaches. Physicians highly experienced with lead removal techniques have suggested the following considerations for removal of leads, catheters, or other indwelling objects.", "note: to prevent potential complications, carefully examine any broken catheters/leads. A long-exposed lead coil could lacerate the heart, or a loose fragment could migrate, possibly into the pulmonary artery. A pigtail catheter or closed loop snare may be used to retrieve a catheter/lead from the pulmonary artery, repositioning it in the ventricle for removal." This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to, or is likely to cause or contribute to, a death or serious injury if a malfunction occurred.

Event description:
The following information was received through the FDA's medwatch program via MDR report #: mw5180336: "a lead extraction procedure commenced to remove an ra and rv lead due to non-function. A cook medical needle's eye snare was used to provide traction. While attempting to extract from the groin using the snare, the physician pulled on both leads through the snare and caused a perforation in the right atrium. Rescue efforts began, including sternotomy. An ra perforation was discovered and repaired, and the patient survived the procedure." A clinical assessment was performed by the initial reporter per mw5180336, "the reported perforation, was related to the cook medical needle's eye snare." There was no allegation of a malfunction of the cook device.